Event description:
It was reported by service report that the footboard connector is broken causing the scale and bed exit functions to be unavailable. No patient involvement or adverse consequences are reported.